Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿insertion: insertion of the endoscope: if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. Precautions: in case that inappropriate medicines or endoscope reprocessor are used, it may accelerate the deterioration of the endoscope and may cause come-off of parts and adverse event on patients¿ health. Precleaning: wipe down the insertion tube: handle the insertion tube carefully. Tightly gripping or sharply bending the insertion tube or bending section can stretch or severely damage the insertion tube and the covering of the bending section. The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet rays may damage the endoscope or present an infection control risk.¿ based on the information provided and the results of the investigation, it is believed that the reported event was caused by one of the following: physical stress applied to the device. Chemical stress applied to the device. Inferior storage environment with possible temperature or uv exposure. Age deterioration of device components. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device is scheduled to be returned, but has not yet arrived at an olympus facility. However, should additional information become available prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
It was reported, the bronchofiberscope had an infiltration issue. Upon further review, deterioration of the device was noted. There was no patient harm or consequence reported as a result of this event.